Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the device malfunctioned resulting in a device shut down. The pumps were in the off mode with an audible alarm. The perfusionist was able to restore functionality. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.